Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (problems powering up monitor) has been confirmed. The cause for the problems during the power up process is a flash memory failure (components u102 and u105) on the computer/analog board. The root cause of the failure cannot be positively identified. No adverse event resulted from the defective memory. The pt received a replacement monitor.

Event description:
A (B)(6) female, pt, contacted zoll customer support to report problems powering up her monitor. She reported a loud siren alarm with the message "call zoll." The monitor was alternating between a blue and white screen and will not power up properly. The pt was issued a replacement monitor.